Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The customer confirmed the reported issue, therefore, the consolidated ventilator interface board (cvib) and flow sensors were replaced.

Event description:
The hospital reported a malfunction resulting in a loss of mechanical ventilation. There was no report of patient involvement.